Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-3138-35 serial #: (B)(4) description: scs phiii ext 35 cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was working its way outside of the patient's body and part of the ipg was exposed along with two extensions. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference and was implanted in a new pocket. No device malfunction was suspected. The patient was doing well postoperatively.